Event description:
It was reported while using bd vacutainer® serum blood collection tubes, there was sample leakage of an unspecified number of tubes as a result of sticky, lifted customer labels. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 07-feb-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received one (1) photo and five (5) samples for investigation. The photo depicts a tube with a customer label experiencing label lift off. A visual inspection was conducted on the five returned samples, and all were found to be within specification, with no failures observed. Additionally, 30 retained samples were visually inspected for any defects, and all passed the inspection without any issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: general dissatisfaction and harm-other. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, there was sample leakage of an unspecified number of tubes as a result of sticky, lifted customer labels. No adverse impact was reported regarding the patient or user.